Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) froze and emitted a buzzing alarm noise. They were able to reboot the unit, however after some time, the malfunction was repeated giving a "detecting defect, shutting down to protect" error message. The biomedical engineer confirmed that the unit was in a cabinet and pushed back against the wall causing it to overheat. Turning the unit around so that the back of the unit faced the front resolved the issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze and emitted a buzzing alarm noise. They were able to reboot the unit, however after some time, the malfunction was repeated giving a "detecting defect, shutting down to protect" error message.